Event description:
It was reported that the left ventricular lead impedance was high. It was also noted that the patient had a "watchmaker mesh" placed in the left atrium two months prior, which is designed to reduce the incidence of atrial fibrillation (af). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 1388t-52 lead implanted 1999-(B)(6). (B)(4).